Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.40mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument stopped working. The release kit had to be used to open the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not involve a problem with the instrument moving in the opposite direction/non-intuitive motion. The issue involved the instrument not moving and remaining static. The issue did not involve any physical damage at the distal end (e.g. Broken/frayed cable, loose cable, misaligned/bent tips, etc.). The issue did not involve unhinged/dislodged jaws. There was no damage visible on the conductor wire (black cable). There was a report of the jaws stuck in a closed position, and the customer wasn¿t able to open them. No tissue stuck between the jaws. A release kit was used to open the jaws, but it did not work. Another force bipolar was placed and used to release the damaged force bipolar with stuck jaws. The instrument was not removed with the cannula together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.